Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer spoke with technical support, who provided instructions to reset the pump. After resetting the pump, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue reoccurred.